Event description:
It was reported that the customer experienced a malfunction alarm on their pump during an attempt to update it, specifically identifying malfunction code 199. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was provided with information to reset the pump and was assisted by technical support, who confirmed the pump's connection. As the pump continued to experience issues, a replacement pump was sent, and the customer was advised to use mdi as backup therapy to ensure uninterrupted insulin delivery. The faulty pump was to be returned using a pre-paid label as instructed by technical support.